Event description:
It was reported the tip of a button lock inserter broke while inserting screws intra-op. Another inserter was used to complete the procedure. There was no reported patient harm.

Manufacturer narrative:
Device evaluation visual inspection revealed the tips of the pentalobes are rounded. A functional inspection was performed and the device was found to function as expected. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or not having the driver fully seated. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of a button lock inserter broke while inserting screws intra-op. Another inserter was used to complete the procedure. There was no reported patient harm.